Manufacturer narrative:
Previously reported by the manufacturer: previously reported by the manufacturer: the manufacturer received information alleging a trilogy 100 ventilator inoperative alarm. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Correction to box b event date. The first allegation of vent inop was noted on 05/23/2025. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information/ correction: the reporting country of occurrence was incorrectly noted in the initial complaint. This event occurred in malaysia, and a report will be sent to all required reporting agencies. Correction to box e initial reporter.

Event description:
The manufacturer received information alleging a trilogy 100 ventilator inoperative alarm. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy 100 ventilator inoperative alarm. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: correction to box b event date. The first allegation of vent inop was noted on 05/23/2025. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.